Event description:
It was reported that during reprocessing, the wires at the edge of the megasuturecut needle driver instrument were frayed. There were no missing or fallen pieces reported

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at wrist. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.